Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed an te recognition test. The cause for the failure was due to a nicked pulse wire in the ECG "a", "b", and front therapy electrode cable that was shorting against the dn pca. The root cause for the nicked cable could not be positively identified. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.